Manufacturer narrative:
The device was received at maquet cardiopulmonary's laboratory. A visual inspection was performed. No damage could be found. In the leak test according to lv 201 (blood side), leakage from the blood side to the gas side of the oxygenator was detected. A further investigation is currently not possible for safety reasons. Corresponding measures have already been initiated. Once these measures have been implemented, the investigation can be resumed. The failure could be confirmed. The most probable root cause of the failure is unknown. Sap trend search was performed (component: quadrox (production group 31000&56000), failure : pressure related problem) which came to following results: 5 additional complaints were recorded which appears reported issues are the same since the last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated:0,03%, which is below than 1%. Due to this information no systemic issue could be determined. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
Ref.: #703007317.

Manufacturer narrative:
The device has not been returned for evaluation yet. The sample is currently blocked in hospital for health ministry inspection. Maquet cardiopulmonary (B)(4) will submit a supplemental medwatch on receipt of further information. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
According to the hospital: after 30 minutes from the initiation of the ecc, occurred an increased of the ¿p. When ¿p raised to a value of 400 mmhg, we replaced the oxygenator module with a new one. Ref.: # (B)(4).